Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. The following information was provided by the initial reporter: "clogged needle."

Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. The following information was provided by the initial reporter: "clogged needle".

Manufacturer narrative:
The following fields were updated due to additional information received from the customer: b.5. Describe event or problem: it was reported that the bd safetyglide¿ needle was clogged during use. D.1. Medical device brand name: bd safetyglide¿ needle. D.2. Medical device catalog#: 305916 d.2. Medical device lot#: regn2129. D.3. Medical device manufacturer: becton dickinson medical systems (canaan, CT). D.4. Medical device expiration date: 31-dec-2026. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson medical systems (canaan, CT). G.5. PMA / 510(k)#: k951254. H.4. Device manufacture date: 24-may-2022.

Event description:
It was reported that the unspecified bd¿ needle was clogged during use. The following information was provided by the initial reporter: "clogged needle".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.